Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise were noted on the ventricular lead. Technical support was contacted and no intervention will be performed at this time. The patient was in stable condition.